Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device status logs had repeated 'charge shock failure - therapy pca (auto test)' entries. There was no patient involvement.